Event description:
It was reported that during a review of the recorded episodes of this implantable cardioverter defibrillator (ICD), technical services (ts) noted two episodes of non-sustained ventricular tachycardia in which the device withheld appropriate therapy due to the high ventricular tachycardia rate fooling the rhythm ID feature. Programming enhancements were recommended. No adverse patient effects were reported. This device remains in service.